Event description:
It was reported that the patient hears occasional beeping that is intermittent, but not daily. Beeping is heard inside and outside the home. Beeping appears to be coming from the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient hears an occasional beeping that is intermittent, but not daily. Beeping is heard inside and outside the home. Beeping appears to be coming from the device. The device is still in use. No patient complications have been reported as a result of this event. (B)(6) 2010 it was further reported that the patient was seen and it was decided the lead and device were functioning normally so the patient alerts were programmed off. The device remains in use. No patient complications were reported as a result of this event.